Event description:
Attempted to donne brace, determined that I experienced great difficulty in don(n)ing brace without assistance. Once brace is donned, brace falls off and becomes trip hazard. Oms knee brace cannot be doned without assistance, when doned with assistance, brace falls off r - leg. Ordered by "(B)(6)" by e - script (B)(6) 2018. Oms - rehab. Enclosed documents: service order; illustrations and directions for donning and use; label for plastic sack to protect r. Knee brace.